Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with an insulin syringe. The customer reports that she was drawing up insulin into the barrel of her syringe and while doing so her cannula fell completely out and fell onto the bed.

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.